Manufacturer narrative:
The device was returned to the manufacturer for repair. The repair tech reported receiving the air dermatome that was within specifications. The problem alleged by the customer could not be duplicated. Repair records show that the device was purchased in 2003 and was repaired on 03/2007 and 12/2008. In both cases, the complaints were similar to the current one and no problems were found that were common to both repairs. The reported malfunction of lack of correspondence between the thickness setting and the actual graft thickness is likely due to improper technique, such as the angle at which the device is held or the amount of pressure applied.

Event description:
It was reported that the zimmer air dermatome was not working properly. Additional info on (B)(6) 2010, the initial skin graft that was harvested was shredded. There was no report of injury or adverse pt consequences associated with this incident.